Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-12192. It was reported during follow up the patient underwent surgical intervention during which the scs system was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-12192. It was reported the patient plans to undergo surgical intervention due to receiving ineffective stimulation.